Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the device not functioning as intended (operating differently than expected) in this incident could not be determined. A cause for the mitral regurgitation in this case could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip (lot 60408u221) mentioned is filed under a separate manufacturer report number.

Event description:
This report is filed for the initial mitraclip (lot 41020u116) because of the increased mitral regurgitation (mr). It was reported that on (B)(6) 2015, one mitraclip (lot 41020u116) was successfully implanted reducing mr from 4 to 3. The clip remains stable and attached to both leaflets, but mr increased to grade 4 and the physician does not believe the clip performed as intended. On (B)(6) 2016, a second mitraclip (lot 60408u221) procedure was performed. During attempted placement, the clip dove into the lateral commissure in the left ventricle and became caught in the chords. Removal was not possible so the clip was deployed in the chord. The procedure was completed with no change in mr which remained at grade 4. No additional information was provided.